Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent fracture occurred. The chronic total occlusion (cto) lesion was located in the left mid-distal superficial femoral artery (sfa). Following pre-dilation, a 6x150x130 innova¿ stent was advanced contralateral over a .014 non-bsc guidewire and deployed in the target lesion. Following deployment, it was noted the stent did not fully expand as the vessel was very small. A 5x80 non-bsc balloon was advanced over a .035 glidewire for post-dilation. There was significant resistance when attempting to advance the balloon through the innova stent. The physician eventually managed to get the balloon in the stent; however following angiography images showed that the stent was crumpled and fractured at the point where the balloon catheter was having difficulty getting through. It is thought the balloon was stuck on a stent strut. The physician was able to post-dilate with the balloon throughout the stent. The final result was good but post images still showed that the stent was fractured. The physician was not concerned and the procedure was finished with no further complications. The patient status was fine with no issues or adverse effects.